Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was discarded and will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.0x33mm xience sierra drug eluting stent system (des), strong resistance was noted during removal of the protective sheath, and it was noted that the stent shifted on the balloon. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. A new same sized xience sierra des was used to successfully complete the procedure. No additional information was provided.